Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Customer has been using vial of insulin for over 2 months.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.